Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got power error alert. The customer's blood glucose was 173 mg/dl. The customer also stated that the display was flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to confirm pump error 25 or missing segments/partial display due to blank display.